Event description:
Additional information received reported that per the hcp report, computed tomography (CT) revealed flow to the catheter tip with no obstruction. The hcp planned to change the medication dosing with bupivacaine at the next refill.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).

Event description:
It was reported that in the distal end of the catheter it ¿kinda looked like there was loculation.¿ it was noted they could get a little flow, but not good intrathecal flow. It was noted they were planning on revising the catheter the day of report and replacing the distal end. The pump was used to deliver dilaudid. On the same day, it was reported there was a change in therapy effect. It was reported the cancer patient began having increased pain, but did not know when this began. It was stated there would be a dye study because of the patient¿s symptoms. It was reported they pushed the drug through the catheter because, they were unable to aspirate, and the catheter was not flowing well, so the patient received a bolus of drug which the health care provider (hcp) hoped for due to the increased pain. It was stated they revised the catheter. Additional information reported the images from fluoroscopy in the or did not show good flow. It was noted they were unsure if there was an issue with the catheter, but rather ¿loculations¿ in the tip area based on the poor flow. It was noted they did not get a good myelogram. It was noted the distal replacement was spliced and the flow seemed slightly improved as conducted through the side port. It was noted the dye study was conducted in the or. The patient outcome was unknown.

Event description:
On (B)(6) 2014 information was received from a representative indicating the patient was not getting the expected therapeutic effect. A dye study was performed successfully. The myelogram looked good. The patient was sent for a computed tomography (CT) scan. The results were not known at the time of the report. A priming bolus was to be performed following the dye study.

Event description:
It was later reported that the CT scan results revealed normal catheter function. At the time of this report, the patient had recovered without permanent impairment. It was noted that the patient died on 2014 (B)(6) from metastatic cancer, which was unrelated to the pump.